Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2) generated an erroneous bhcg result. Customer reported that the erroneous result was reported out of the laboratory and the physician questioned the result. Customer reported that an ultrasound was performed on the patient and the result revealed the patient was approximately 9 weeks pregnant. Customer reported that the patient was not harmed by the reporting of the erroneous result. Customer reported that access bhcg reagent, lot 270064, and access bhcg calibrators , lot 113070, were used in conjunction with the access 2 analyzer. Bec field service engineer (fse) replaced the seals in the precision pump along with the substrate, aspirate, and dispense probes. The fse cleaned the instrument main pipettor/ wash tower and performed a daily clean service assay. The fse then verified the instrument performance was acceptable by performing a passing system check. High sensitivity system check was within instrument specifications.